Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the procedure, after hit the suction in the right eye the video microscope screen was not allowed to do anything and the surgeon backed out and attempted again but the same issue occurred then they selected the scan option to continue after that surgeon noted that the arcuate cuts were incomplete during refractive surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced after the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).